Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device trigger contact was broken off. It was also noted that the device failed pretest for general condition. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery handpiece device would not work in reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Correction: the manufacturing location was documented as (B)(4) in the initial report. It has been updated as (B)(4). The serial number was documented as (B)(4) in the initial report. It has been updated as (B)(4). The date of manufacture was documented as unknown in the initial report. It has been updated as aug 28, 2014. It was documented in the device evaluation that the assignable root cause was determined to be due to wear from normal use and servicing. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. Further evaluation determined that the device was leaky and failed the following assessments at pretes: check for leakage, check the attachment coupling, check proper function of the triggers and check function of all modes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.